Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the inspection result by local service department that the cable was twisted, omsc presumed that the reported phenomenon occurred due to the cable break. The cable break might be due to user handling.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance, no image was displayed. There was no report of patient injury associated with the event.